Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot. Unit received with corroded battery tube.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the reservoir compartment is cracked, rim is broken and unable to secure the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was offered to troubleshoot for high blood glucose but declined.